Event description:
On (B)(6) 2026, the patient received total hip arthroplasty. During postoperative rehabilitation, a fracture occurred from the greater trochanter to the shaft of the femur. On (B)(6) 2026, the implant was removed and replaced with an implant from another company.